Manufacturer narrative:
Date rec¿d by MFR : 06aug2019, date of report : 23aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer that the issue is possibly the blower, an occlusion, or the power management board. The customer was advised to operate the unit for an extended period of time to try to reproduce the failure. The customer reported running the unit for a day. However, the customer could not duplicate the reported error. The customer monitored the unit's temperature which reportedly remained cool. The customer suspected that something blocked the airflow when the alarm occurred. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician advised the customer that the issue is possibly the blower, an occlusion, or the power management board. The customer was advised to operate the unit for an extended period of time to try to reproduce the failure. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit declared an error 1122 (blower temperature high). It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.